Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation it was noticed that after the lens was introduced into the capsular bag scratches on the optic were noticed. Hence the doctor had to reimplant a new back up lens. The operation completed as planned without complications, after replacement with the same lens without damages. Patient condition is satisfactory. No harm to the patient.

Manufacturer narrative:
Photos were available. One photo shows the lens inside the eye. One haptic is in a folded position. The optic appears to have multiple large split/cracks near the edge and the center of the lens. This optic damage may have been interpreted as the reported complaint. The second photo shows the lens cut into pieces in a small glass container of clear liquid. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The explanted lens was not returned. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).